Event description:
The patient received emergency room treatment for hypoglycemia. The patient inadvertently administered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history records for this pump and it was operating within required specifications at the time of release. The patient reported that they inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set three times during the prime/rewind sequence. The patient has continued to use the pump with no reported subsequent events.